Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had connection issues. The following information was received by the initial reporter with the following verbatim. 3 samples of baxter primary tubing stuck in the top of a maxzero connector.